Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery for a frontal tumor (glioma) the surgeon made a craniotomy front 7 x 7 cm, and implanted the system neuro 1.6 compact 5mm length. The tumor could be removed without incident. During the reduction of the bone plate, three screws broke. This report is for 1 of the 3 broken screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: screw is broken off. Since the exact lot number is not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Dimensional inspection cannot be performed due to the damage incurred. It is likely that mechanical overloading has resulted in the breakage. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.